Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the display functioned properly. The pump was opened to find no damage to the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.